Event description:
It was reported that the pt required high energy output levels to realize stimulation therapy control of tremor symptoms. When stimulation therapy parameters were increased the pt had experienced difficulty with speech; his words became unintelligible. When stimulation therapy levels were decreased, his speech improved and tremor symptoms were detected. The pt's status was undetermined at the time of the report. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The lead related to this event was not identified. Per the manufacturer's device tracking system this pt had two leads active at the time of the event. We were unable to determine which was the lead related to the event. Lead model #3387-40 lot# j0527107v implanted: 2005 explanted: na; and lead model #3387-40 lot# j0542900v implanted: 2005 explanted: na.